Event description:
It was reported that the ring (ceramic ring at the electrode) broke during the case and part of the broken ring could not be recovered from inside the patient. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this type of event include mechanical damage, such as scraping the device against bone or another instrument/device, operating of the device at elevated temperature due to occlusion or at incorrect power settings, or attempting to bend or reshape the device before/during use. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Pending return of device.